Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  It was observed that the internal hlc batteries had become depleted and was likely due to the customer never replacing the charge-pak assembly.  As a result, the internal hlc batteries were never recharged and the device could no longer power on.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer sent their device to physio-control for service. During device evaluation it was observed that the device's readiness display showed all three icons (service wrench, charge-pak and attention). The device could not be powered on. There was no patient use associated with the reported event.